Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultramini meter was reading inaccurately low and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions; therefore, this complaint is being classified based on customer service representative (csr) documentation. The alleged inaccuracy issue first occurred 4:18pm." It was noted that the patient does not take any diabetes medications; however, it is unknown if the patient made any changes to her diabetes care regimen as a result of the alleged inaccuracy issue. The patient claimed that 2 days after the alleged inaccuracy issue occurred, she developed symptoms of frequent urination and blurred vision. It is unknown if she tested with the subject meter while experiencing these symptoms and if her food intake was unusual prior to the onset of the symptoms. The patient reported "81 mg/dl" blood glucose result on the subject meter that she felt was inaccurate low compared to her feelings/normal readings but the date/time of the result was not specified. As a result of the alleged low meter reading issue, she contacted her doctor for advice on "2009 at 10am" and was advised to drink juice. No other blood glucose results or other forms of treatment were reported. According to the csr documentation, the meter was miscoded, which can contribute to inaccurate meter readings. The csr helped the patient code the meter and perform a control solution test. Replacement products were also sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after obtaining alleged low meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.